Manufacturer narrative:
The requested information was not provided by the customer. Correction/removal #: 2126677?09-12-19?016c. Investigation results: ge healthcare (gehc) was informed that on 16 aug 2019 the customer reported that the spo2 lo alarm was not broadcasted as the users expected. There was no related adverse patient consequence; specific patient demographic information was not made available. Gehc engineering reviewed the cts log files related to the event. Engineering was also able to reproduce the described issue in the testing lab with a similar device. The result is as follows: when there is an active alarm for a spo2 lo limit violation followed by a no telem condition, if the existing spo2 lo alarm prior to the no telem condition is still active, the spo2 lo alarm does not reactivate once the no telem condition is resolved. If a new spo2 lo limit alarm occurs during or following the resolution of the no telem condition, an appropriate spo2 limit alarm will be asserted. The investigation concluded the issue is due to an idiosyncrasy in the telemetry server spo2 alarm processing software. Gehc has initiated a field safety recall to correct the affected devices. The correction report number is: 212667709/12/19016c. Legal manufacturer: hcs tower - (B)(4).

Event description:
The customer reported there was no spo2 limit alarm as expected by the users. There was no related adverse patient impact.